Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that ten days post implant, a chest x-ray confirmed that the patient experienced perforation. The right ventricular (rv) lead also exhibited no capture. The rv lead was explanted and replaced. No further patient complications have been reported asa result of this event.